Event description:
During pta of a mildly calcified 80% occluded lesion in the right pulmonary artery with no vessel tortuosity, an aviator balloon catheter (424-4015w, lot number 15087318) delivered for pre-dilatation over a cruise guidewire (sjm) through a 6f britetip guiding catheter (120cm), ruptured at 10 during inflation with an everest (medtronic) indeflator. However, analysis of the returned product revealed that there was leakage from the shaft. The balloon was removed from the patient and a 4.5x15mm aviator balloon was used instead to successfully complete the procedure. There were no adverse consequences to the patient who was reported to be in stable condition.

Manufacturer narrative:
Concomitant devices ((B)(6) 2010):cruise guidewire (sjm), 6f cordis britetip guiding catheter (120cm), everest (medtronic) indeflator and a 4.5x15mm aviator balloon (cordis). Information received from an affiliate indicated that a balloon burst during dilation of a right pulmonary artery. The lesion was described as 80% occluded, mildly calcified and having no tortuosity. A 4.0mm x 15mm aviator balloon was delivered to the lesion and inflated to 10 atmospheres when it burst. The balloon was removed from the patient and a 4.5x15mm aviator balloon was used instead to successfully complete the procedure. There were no adverse consequences to the patient who was reported to be in stable condition. A non sterile aviator plus 4.0mmx15mm, 142cm was received coiled inside a bag. The balloon appears as it had been inflated and deflated, also presents residues of an unknown liquid. No other anomaly was noted in the unit received. An attempt to inflate the balloon was done using an indeflator and during inflation at 8 atm it was noted a leakage in the shaft at 25.4cm from the distal tip, near to the transition seal area. No balloon burst was noted during the procedure. A scanning electron microscope was performed to the shaft and results showed that the shaft external surface exhibited evidence of damage represented as three (3) leak-holes; upon checking the shaft's internal surface, it was noted that only one of the leak-holes went through the whole shaft wall. The exact cause of the damage could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst reported by the customer was not confirmed, but shaft leakage was confirmed, however the exact cause for the shaft pinholes could not be conclusively determined. There are procedural factors and vessel/lesion characteristics that can contribute to this type of failure. There is nothing in the investigation to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.